Event description:
While lift was in use, latch which locks the base in position slipped, resulting in base narrowing during a turn. The lift tipped over and fell completely on it's side. The resident was "caught" by the three nurses aides assisting in the transfer and lowered to the floor. No apparent injury was noted on the resident. Two staff members had bruises resulting from the lift hitting their arms as it went down. The lift was checked and found that the locking device would not lock consistently when lever was turned to lock itdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: mechanical problem, none or unknown, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.